Event description:
On (B)(6) 2006, the pt was implanted with six gore excluder aaa endoprostheses to repair a 7 cm abdominal aortic aneurysm. On (B)(6) 2010, the pt underwent a f/u computed tomography that revealed the aneurysm sac at 8.6 cm. No endoleaks were noted. On (B)(6) 2010, the pt underwent a reintervention. The physician stated there may not have been proper proximal neck fixation; however, no endoleaks were noted. The pt was implanted with two aortic extender components. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.